Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube has piece of glass in it that is not embedded. Customer problem: customer is reporting they found a piece of glass/plastic inside the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 customer photos for review and analysis. The photo confirms the reported issues of fm inside of the tube. The fm inside of the tube is broken pieces of the tube. In addition, 30 retain samples were subject to a visual inspection for fm in the tubes. All samples passed testing with no evidence of fm present in any of the 30 tubes. Therefore, bd is unable to duplicate the customers reported defect through retain samples based on a review of batch records and the investigation results. Bd is unable to determine a root cause for the indicated issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced foreign matter within the tube. This event occurred once. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube has piece of glass in it that is not embedded. Customer problem: customer is reporting they found a piece of glass/plastic inside the tube.